Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly on the insulin pump. Customer stated that they had to press button a few times to take action and crack on battery compartment. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.